Event description:
It was reported device was not able to be interrogated. After a device firmware download was performed, the device was interrogated successfully. No symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.